Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the needle hub stuck in serter. The customer was advised not to push hard into the body between button presses. Customer stated that needle hub assembly did not release from the serter. The customer was advised to return the sensor and the serter. The customer was advised that we will replace serter and sensor.